Manufacturer narrative:
Corrected fields: e2, e3, e4, e1 (initial reporter, event site email, event site telephone), d5, g2. Updated fields: b4, g3, g6, g1(contact person ¿ mfg site), h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. The fse that encountered the issue replaced the drive manifold assembly (0104-00-0031). The fse performed a pm with full calibration and tested the unit which was working to manufacturer's specifications. The iabp was cleared for clinical use and returned to the customer.

Event description:
It was reported that during pm cardiosave intra aortic balloon pump(iabp) drive manifold test failed. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1 ifull nitial reporter name is (B)(6), full event site name is (B)(6) med ctr. A supplemental report will be submitted upon completion of investigation.